Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during drain 1 of 6 on the home choice (hc). The caregiver (cg) stated that the home patient (hp) disconnected during dwell 1 and the cg was not sure she closed the patient line. The hp reconnected during dwell and the alarm occurred in drain 1. The technical service representative (tsr) instructed the cg to power cycle the hc to end therapy and advised the cg to start over with new supplies. The tsr advised the cg to call the peritoneal dialysis nurse (pdn) about possible exposure to unsterile air. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting from the transfer set during therapy, which is use error that can cause system error 2240 alarms. The caregiver (cg) stated that the home patient (hp) disconnected during dwell 1 and the cg was not sure she closed the patient line. The lot number is unknown; therefore a batch review was not conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.